Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that found that power supply (ps-1) was r receiving power but not out putting power. Replaced, adjusted and tested. System ready for use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in initializing and radiation was disabled. This issue occurred intraoperatively and caused less than 1hour surgical delay. There was no reported impact on patient outcome. Troubleshooting stating that verified system was not in e-stop mode. Rebooted issue unresolved. Reseated umbilical cable issue unresolved.

Manufacturer narrative:
(H3,h6): the pendant was returned to the manufacturer for evaluation. The reported issue was confirmed. Visual inspections shows multiple components are electrically over stressed. B01, c02, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000457, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.